Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. Pre-high rate interlock could not be triggered. Root cause is currently being investigated. There is no report of any injury or mistreatment. Risk analysis is pending. Corrective action is pending investigation results.